Event description:
Medtronic received information regarding an imaging system being used during a brain procedure. It was reported that the site experienced a popping noise when rotating the gantry. Imaging was aborted. There was no impact to the patient outcome and delay was less than an hour. The representative had already diagnosed and resolved the issue.

Manufacturer narrative:
A medtronic representative went to the site to test the system. Zip tie was hitting against cover. Part was replaced. The system then passed the system checkout and was found to performed as intended. If information is provided in the future, a supplemental report will be issued.